Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the medical tape she uses to help with sensor patch adhesion, gave her a nasty scar on (B)(6) 2015. Patient stated that she uses medical tape to prevent the sensor adhesive from coming up. Patient was not sure of brand name of medical tape. Patient did not require medical intervention. At the time of contact, the patient reported that her scar was healing and beginning to fade. No additional event or patient information is available.